Event description:
Zoll defibrillator r-series plus was used during patient cardiac arrest event. Staff placed spare electrodes on patient and went to disconnect pre-connected electrodes. On the external connector of the equipment, when pad connector was inserted, the plastic housing broke/bent on three separate defibrillators (all same model and manufacturer) during episode, delaying first shock. The defibrillator would not show pad connected to allow shock. Reference reports: mw5147944, mw5147945.